Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Summary: end-user reported accuracy discrepant test result. Meter (inratio-ii (B)(4)) was returned. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter functional test was performed and all testing criteria passed. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. No further investigation required. On (B)(4) 2009: biosite received 1 inratio-ii meter (B)(4).

Event description:
Caller alleged discrepant results on 3 patients with two strip lots (accuracy) comparison of inratio test compared with lab results. Results as follows. Patient : inratio 4.0, lab 2.6. No heparin or lovenox or medication change. No bleeding symptom. Patient 2: inratio 6.0, lab 3.2. No heparin or lovenox or medication change. No bleeding symptom. Patient 3: inratio 2.5, lab 1.8 (on lovenox treatment).